Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed via a femoral approach without any pt complications. The pt was then transferred to another facility where uneventful retrieval of this filter was performed via a jugular cut down. The pt's condition is good and pt has since been discharged. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated this filter may have been placed in an inappropriate vein, giving the appearance of an incomplete opening. It was indicated a pre-placement cavogram was not performed prior to filter placement and continual flushing of the carrier system during the implant procedure was not performed. Co believes these factors may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determined caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Do not attempt to move or manipulate an enagaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pulmonary emboli... The introducer catheter must be flushed through the flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the titanium greenfield vena cava filter which can bind the legs and prevent complete opening upon release."